Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14302234/14850524.

Event description:
It was reported that patient had a suspected infection at the pocket site and has scab on the top of it. Additional information was received that the patient had all device components explanted. The explanted devices were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had a suspected infection at the pocket site and has scab on the top of it.